Event description:
It was reported that there was a volume discrepancy and presumed over infusion. The healthcare provider (hcp) had encountered discrepancies for the 5-6 months preceding the report date, and the discrepancies had been 'getting progressively worse.' The actual residual volume (arv) was less than the expected residual volume (erv). The hcp started refilling the patient 2 weeks before alarm date to compensate, and still they were getting a 51.98% error over-infusion. The volume discrepancy started on (B)(6) 2012. Patient had a refill interval of 38 days, but starting on (B)(6) they decided to refill pt's pump 2 weeks prior to alarm date. It was noted that the dose had not changed since they had been filling the pump. There was no therapy or medical problem to report in regards to the event. The patient was asymptomatic 'besides his normal pain and usual symptoms.' Troubleshooting was going to be considered. Patient and/or event outcome were not provided. The medication in the pump was hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) found pump over infusion due to insufficient pump tube occlusion. Analysis of the pump also found deformed pump tube. The pump memory logs indicated a past motor stall recovery. Both dispense accuracy tests failed and indicated over infusion. Infusion testing was performed and pump passed the test. Volume testing was performed with a starting volume of 34 ml for 33 days. This test failed and revealed that the volume discrepancy appeared to be more prevalent when the pump is full and as it empties the percentage of accuracy falls in line. Upon destructive analysis, moisture and residue were seen throughout the inside of the pump. The pump tube was discolored with residue, slightly deformed and has a loss of elasticity. The pump tube leak test passed. The inconsistent dispense was believed to have been caused by the condition of the pump tube. It was believed that the fuller the pump bellows with drug the more pressure is exerted on the bellows (because the pump is full), and therefore more opportunity for fluid to leak past the pump head rollers when the pump tube was compromised. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Destructive analysis of the pump tube was not performed to preserve the integrity of the component should additional testing be required.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
Additional information: it was reported that the patient¿s pump was replaced 2012 (B)(6). The pump was replaced due to a volume discrepancy. There were 2 ml of drug aspirated from the pump, but 5.9 ml were expected. There were no patient symptoms or injuries related to the event. The device system was used to deliver dilaudid.

Manufacturer narrative:
Analysis of the pump revealed overinfusion due to insufficient pump tube occlusion. Both dispense accuracy tests failed and indicated over infusion. Volume testing was performed with a starting volume of 34 ml for 33 days. This test failed and revealed that the volume discrepancy appears to be more prevalent when the pump is full and as it empties the percentage of accuracy falls in line. Upon destructive analysis, moisture and residue were seen throughout the inside of the pump. The pump tube was discolored with residue, slightly deformed and has a loss of elasticity. The pump tube leak test passed. The inconsistent dispense is believed to have been caused by the condition of the pump tube. It is believed that the fuller the pump bellows is with drug the more pressure is exerted on the bellows (because the pump is full) therefore more opportunity for fluid to leak past the pump head rollers when the pump tube is compromised. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. (B)(4).